Manufacturer narrative:
Brand name: collamer®ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Results: visual inspection of the returned product showed only half of the optic and half of one haptic was received the rest of the lens was torn off and missing. . A lens work order search was performed and there were no similar complaints found. Conclusion: based on the complaint history, product evaluation and lens work order search, we were unable to determine a specific root cause of the event. (B)(4).

Manufacturer narrative:
Reportedly, haptic of the single-piece collamer iol tore off during insertion requiring intraoperative lens exchange. Incision was not enlarged and no other tissue damage was reported. Another lens of same model and diopter was successfully implanted. No reported postoperative sequelae. According to the report, by a nurse, dated on (B)(6) 2014, the most likely cause of the event was unknown. Based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The customer reported the haptic of the +22.0 diopter cc4204a collamer single piece lens tore off on insertion and was replaced with another staar lens. There was no patient injury.

Manufacturer narrative:
Device history review - device history record review found associated source lots were manufactured within established parameters and limits. This is a resubmission to correct the MFR#. The MFR number was reported incorrectly (MFR# 2023836-2014-00762). Claim# (B)(4).